Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush-heads keep sliding off - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads kept sliding off of the oral-b toothbrush. No injury was reported.

Event description:
Brush-heads keep sliding off - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads kept sliding off of the oral-b toothbrush. No injury was reported. 03-jan-2024 follow up via picture: the suspect product was oral-b rechargeable toothbrush handle 3766. The suspect product lot was 2ab03710525. No injury was reported. 30-jan-2024 case update from information initially received on 09-jan-2024: the concomitant product was oral-b power oral care refills 3d white eb18. No injury was reported.

Manufacturer narrative:
08-feb-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.